Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp for insulin therapy. Subsequently, the customer experienced an elevated blood glucose (bg) level (value not provided) with large ketones. Bg was addressed via manual injections and hydration. No additional information was available regarding the reported issue.